Manufacturer narrative:
Concomitant products: 1.carto 3 system: model #: m-4800-01, serial #: (B)(4). 2. Stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3. Coolflow pump: model #:m-5491-02, serial #: (B)(4). 4. Soundstar catheter: model #: m-5723-05, lot #: unknown. 5. Product (unknown): u.s. Catalog #: bni75tcfdh, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported when the ez steer coronary sinus catheter was removed from the patient¿s body during the atrial fibrillation (afib) procedure, a piece of tissue was attached to the distal tip of the catheter. It was believed to be coronary sinus tissue. It was also noted that the tip of the catheter had a bubble like appearance. An echo was performed on the patient and the patient appeared to be stable inside. Upon request, additional information was provided on the event. The event was not life threatening. There was no impairment of a body function or body structure. The physician removed the ez steer coronary sinus catheter at the end of the procedure, and part of the coronary sinus tissue was removed with the catheter. There was no medical intervention. No extended hospitalization stay. The patient fully recovered with no residual effects. The patient has a good prognosis. The physician is unsure if the events causality was due to any malfunction of the bwi product as there was a small bump proximal to the tip of the catheter.

Manufacturer narrative:
The device has not been returned to biosense webster for analysis and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
In supplemental follow-up #1 submitted on january 5, 2014 reported that the product investigation would not be performed since the catheter was not returned for analysis. However on february 18, 2014, the bwi failure analysis lab received the product. (B)(4) it was reported when the ez steer coronary sinus catheter was removed from the patient¿s body during the atrial fibrillation (afib) procedure, a piece of tissue was attached to the distal tip of the catheter. It was believed to be coronary sinus tissue. It was also noted that the tip of the catheter had a bubble like appearance. An echo was performed on the patient and the patient appeared to be stable inside. Upon receiving, the catheter was visually inspected and the catheter tip was cut off and returned. The rest of the catheter and the tissue reported were not returned. No further analysis could be performed. In addition, the bubble reported is the catheter anchor window where the t bar lies, which is part of the deflection mechanism per catheter design. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.